Manufacturer narrative:
(B)(4). The analysis of the returned components of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. The plunger was returned and the anterior needle appeared normal. There was no needle strike mark on the foot. Based on the investigation findings, the anterior cuff was missed which confirmed the reported incident. During the investigation, the plunger was inserted to test the needle trajectory, needle depth, and push mandrel travel and the results were acceptable. The most probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. It was reported that the proglide was used in an antergrade puncture, whether this contributed to the reported event is unknown. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the heavily calcified common femoral artery after an interventional procedure. Reportedly, when the plunger was retrieved, a cuff miss was experienced. A second proglide was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo .035. Sheath: cordis 5 f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.